Event description:
It was reported that when pulling the sytlet off the device, a white string was found under the yellow covering and noted to be wrapped around the stent. The device was set aside and not used. There was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted no blood visible. There was contrast on the outer member, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was stretched 2 mm distal to the clear gap. Since this damage was not reported in the incident information, the damaged tip may have occurred during packaging, handling and return to abbott vascular for analysis. There was some white string returned with the sds attached to the coil clip on the hub, confirming the reported foreign material. The string was 16 cm in length. The noted white string is not anything that can be found during manufacturing of the stent delivery systems in the production environment. Additionally, it is unlikely that the noted white string was pre-existing on the sds from manufacturing as the protective sheath would not have fit over the stent implant. It is likely that the noted white string came in contact with the sds after removal from the packaging prior to preparation. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record did not reveal any non-conforming material reports for the lot. A query of the complaint handling database for the reported lot revealed no similar incidents reported for foreign material. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.